Manufacturer narrative:
The reported event of over sensing noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. No other anomalies were seen.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed the right atrial (ra) lead exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. The ra lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.